Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4) h3: analysis of the 97745nt ( (B)(6) ) revealed a cracked/scratched/worn front case. Screw holes stripped causing case separation. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt charged the implantable neuro stimulator (ins) but she couldn't get a good connection. The pt stated she had a hard time getting it to charge 4 days after she had her ins turned on (B)(6) 2023. The pt stated last night the pt tried to charge and the ins was at 50%. The pt had the paddle on bare skin for 2 hours and she only got charged to 70%. The pt stopped recharging and reported a white/unresponsive screen on the controller. The pt couldn't get it to turn back on. She reset the battery and then it started to work again. A replacement controller was sent out.  No symptoms were reported. Additional information was received from the pt. Pt got new controller and said it worked at first and they were able to charge to 100%, and then the call was disconnected. Patient services (ps) called back and left a vm asking them to call back. Pt called back after previous callwas disconnected. Pt said they tried to charge the ins last night and got to 50%, then 30 mins later got to 70% and then 30 minutes after that saw software problem. Pt said software problem was on all night and this morning, then the screen went blank. During thecall, pt plugged controller into the ac power supply without li battery and reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking. Pt unlocked controller and provided controller battery 20%, ins 70%. Ps reviewed since ins still wouldn't charge past 70% with replacement controller, to follow up with their healthcare provider (hcp) / manufacturer representative (rep) to check recharging since pt was having trouble with connection in their first call in this case as well. Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they have always have problems with recharging the ins. Patient stated the ins will not go past 80% charged, they get poor quality, low battery replace controller batteries and controller is fully charged, checking recharger message for very long time. Patient stated they received a controller but still having issue with charging the ins. Patient services specialist (ps) asked patient to inspect the recharger (rtm) for visible damage and patient said there is no visible damage on the rtm. Ps asked patient to start charging the ins, and controller screen shows recharger message. Patient is able to connect without the rtm and controller shows ins 80%, controller 70% charged. Ps confirmed patient did not have fall or trauma. Ps reviewed if the new rtm does not resolve the issue patient will need to consult with hcp ofc for next steps. Patient mentioned they met with mdt rep on (B)(6) 2023 and since then she try to keep the ins charge. Patient mentioned they charge the ins every 10 days but it takes a long time to charge up the ins. Patient asked who the local rep is. The issue was not resolved. An email was sent to the repair department to replace the rtm device. Additional information was received from the patient (pt). They reported that the cause of the issues were due to their old battery being 7 years old. Pt reported the replacement battery sent on 2023-jan-10 resolved the issue. Pt reported their weight.